Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time. The customer's other blood glucose levels were 217 mg/dl, 300 mg/dl, 400 mg/dl, and 135 mg/dl. The customer also had vomiting. The customer was assisted with troubleshooting for high blood glucose. The customer also reported that she received no delivery alarm thrice and every time she changed the system. She was assisted with troubleshooting and the insulin exited through the system. The customer was treated with insulin pump and manual injections for her high blood glucose. The insulin pump will not be returned for analysis.